Manufacturer narrative:
(B)(6). Patient gender is unknown. Device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Manufacturing location: (B)(4). Supplier: (B)(4). Manufacturing date: december 21, 2015. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It is reported during a procedure to implant the trochanteric femoral nail advanced (tfna) system-right, the surgeon was drilling for placement of the helical blade when the tip of the drill bit broke off. The surgeon was not sure if the broken bit was caused by applying too much pressure or if it caught on the aiming arm, insertion handle, or guide sleeve. The tip of the drill bit was not retrieved and remains embedded in patient bone. Another drill bit was readily available and was used to complete the procedure successfully with no further harm to patient. Procedure was delayed approximately two (2) minutes. The patient status/outcome was reported as doing well. Concomitant devices reported: guide sleeve (part 03.037.017, lot 9494322, quantity 1); insertion handle (part 03.037.012, lot 9371106, quantity 1); aiming arm (part 03.037.013, lot 9430477, quantity 1) this is report 1 of 1 for (B)(4).